Event description:
It was reported that the patient with this pacemaker system visited the hospital due to experiencing symptoms. The pacemaker device was interrogated and found to be exhibiting loss of capture (loc) on the right ventricular (rv) lead channel. A revision procedure was performed, the rv lead was surgically abandoned, while this pacemaker was explanted. The rv lead and pacemaker were replaced with new lead and device successfully. No additional adverse patient effects were reported.